Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states that when they recline the chair all the way back, the front casters come off of the ground. The dealer moved the seat forward and the patient feels like the chair is tippy.